Event description:
The company received a report that the primary speaker on the device did not provide an audible tone. The caller confirmed that the secondary speaker did function as intended and provided an audible tone.

Manufacturer narrative:
This unit was requested back for evaluation, but it has not yet been received.